Manufacturer narrative:
No missing retainer ring or reservoir tube o-ring was noted. The pump was received with broken battery tube threads, a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked case on the battery tube area and a peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer insulin pump is broken at reservoir connection and it misses the plastic guard (transparent) and the o-rings.